Event description:
It was reported by the customer that a pyxis medbank system was not populating patient orders in the database. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the communication failure. A technical support specialist checked the system. After the template update was rolled back, information started to process again as expected. The system functioned as intended after the technical support specialist troubleshooted the device.